Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
An impella cp was placed via the femoral artery to support the 63 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage a shock and was on a vent for respiratory needs and prior arrest with CPR. The other underlying medical history was not shared. The pump was supporting when on day 4 of the support there were signs of hemolysis. The patient had an elevated ldh and was on dialysis. The pump was explanted on day 4 of the support. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.